Event description:
Case report from the anaesth intensive care journal dated august 2006 states that an adjustable tracheostomy tube was placed in an old man at children's hospital with morquio syndrome (type IV mucopolysaccharidosis) had had a tracheostomy only possible via the cricothyroid membrane to bypass obstruction at the laryngeal inlet caused by infiltration glycosaminoglycan. He developed sudden airway obstruction at home and needed cardiopulmonary resuscitation. The tip of the tracheostomy tube was found to be embedded into the posterior tracheal wall.

Manufacturer narrative:
Smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.